Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing was inserted into the device when the user noticed that lower fitment separated from the silicone segment. The customer stated that the IV benadryl bag needed to be remade in pharmacy. Although requested, no additional event, patient or device information provided.